Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A high-pressure alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the most probable cause is a possible defective dso sensor. As a preventative measure the dso sensor was replaced and the uso sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product has unknown error. Event occurred while patient use, during infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.